Manufacturer narrative:
The device ro14035 has been inspected for investigation purpose. The tests performed confirmed that the monitor arm was not well-screwed. Monitor arm tightened.

Event description:
During an intervention performed on customer site by our field engineer, it was identified that the monitor was non-functional. There was no patient involvement reported.